Event description:
Additional information received from the representative reported the pump was replaced on (B)(6) 2016, and that pathology had the affected pump at the time of the call. It was believed the basic troubleshooting was done and ruled out electromagnetic interference. The cause of the motor stall was not determined, and the pump was sent back to the manufacturer.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 30 mg/ml; 8.1 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was (B)(6) 2016. It was reported a motor stall was seen at initial interrogation. The pump stalled briefly on (B)(6) 2016. The pump had multiple motor stalls and recoveries. The first stall was very brief and the other stall recovered in 30 minutes. The patient was at home when the stalls occurred. The patient did not recently have magnetic resonance imaging. No symptoms were reported. The reporter planned to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.